Event description:
The customer reported that the alarm has power but the alarm tone is intermittent when pressure is off the pad. No visible damage reported. This was discovered during set up, and there was no patient injury.

Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found that the alarm tone is intermittent when pressure is off the pad. There is a very strong urine smell coming from the alarm. The battery door and liqui label is missing. (B)(4).